Event description:
It was reported that the nurse stated that they started cooling at 1322. The arctic sun device now says low or marginal flow rate. The patient¿s temperature had dropped below target temperature. The water temperature has been extremely warm, but the patient did not seem to be warming up. Confirmed they have not received any alerts or alarms, the screen had a yellow message that says marginal or low flow. Confirmed they were using a neonatal pad, current water flow rate (wfr) was 1.5 l/min. Nurse stated that the flow rate has been 1.3-1.5 l/min and has not dropped below 1 l/min. Discussed flow rate and correlation with heater. Explained this was a good flow rate for a neonatal pad. Targeted temperature (tt) was 33.5c, patient temperature (pt) was had dropped to 32.9c, but they turned on the radiant warmer and patient was now 33.5c, water temperature (wt) was 39c. Informed nurse the device was responding appropriately and making extremely warm water to try to warm and keep the patient at target. It appears to be patient related. Discussed counter warming per their protocol. Informed nurse with prolonged warm water exposure, they might start to see this alarm. They recommend more frequent and diligent skin checks. Encouraged nurse to call back with any issues. Per follow up information received via task on 05mar2025, spoke with nurse who confirmed patient completed therapy with the additional of warm blankets to the body. Patient health had been critical at the time of therapy and their body was having difficulty maintaining heat. The device has remained in service but would be unable to identify the sn at this time.

Manufacturer narrative:
This supplemental MDR is to capture additional information from a follow up, but it does not impact the investigation findings previously submitted. The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. The water temperature has been extremely warm, but the patient did not seem to be warming up. Confirmed they have not received any alerts or alarms; the screen had a yellow message that says marginal or low flow. Confirmed they were using a neonatal pad; current water flow rate (wfr) was 1.5 l/min. Nurse stated that the flow rate has been 1.3-1.5 l/min and has not dropped below 1 l/min. Discussed flow rate and correlation with heater. Explained this was a good flow rate for a neonatal pad. Targeted temperature (tt) was 33.5c, patient temperature (pt) was had dropped to 32.9c, but they turned on the radiant warmer and patient was now 33.5c, water temperature (wt) was 39c. Informed nurse the device was responding appropriately and making extremely warm water to try to warm and keep the patient at target. It appears to be patient related. Discussed counter warming per their protocol. Informed nurse with prolonged warm water exposure, they might start to see this alarm. They recommend more frequent and diligent skin checks. Encouraged nurse to call back with any issues. A DHR review is not required as the serial number is unknown. The serial number for this investigation is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they started cooling at 1322. The arctic sun device now says low or marginal flow rate. The patient¿s temperature had dropped below target temperature. The water temperature has been extremely warm, but the patient did not seem to be warming up. Confirmed they have not received any alerts or alarms, the screen had a yellow message that says marginal or low flow. Confirmed they were using a neonatal pad, current water flow rate (wfr) was 1.5 l/min. Nurse stated that the flow rate has been 1.3-1.5 l/min and has not dropped below 1 l/min. Discussed flow rate and correlation with heater. Explained this was a good flow rate for a neonatal pad. Targeted temperature (tt) was 33.5c, patient temperature (pt) was had dropped to 32.9c, but they turned on the radiant warmer and patient was now 33.5c, water temperature (wt) was 39c. Informed nurse the device was responding appropriately and making extremely warm water to try to warm and keep the patient at target. It appears to be patient related. Discussed counter warming per their protocol. Informed nurse with prolonged warm water exposure, they might start to see this alarm. They recommend more frequent and diligent skin checks. Encouraged nurse to call back with any issues.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. The water temperature has been extremely warm, but the patient did not seem to be warming up. Confirmed they have not received any alerts or alarms; the screen had a yellow message that says marginal or low flow. Confirmed they were using a neonatal pad; current water flow rate (wfr) was 1.5 l/min. Nurse stated that the flow rate has been 1.3-1.5 l/min and has not dropped below 1 l/min. Discussed flow rate and correlation with heater. Explained this was a good flow rate for a neonatal pad. Targeted temperature (tt) was 33.5c, patient temperature (pt) was had dropped to 32.9c, but they turned on the radiant warmer and patient was now 33.5c, water temperature (wt) was 39c. Informed nurse the device was responding appropriately and making extremely warm water to try to warm and keep the patient at target. It appears to be patient related. Discussed counter warming per their protocol. Informed nurse with prolonged warm water exposure, they might start to see this alarm. They recommend more frequent and diligent skin checks. Encouraged nurse to call back with any issues. A DHR review is not required as the serial number is unknown. The serial number for this investigation is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, e the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they started cooling at 1322. The arctic sun device now says low or marginal flow rate. The patient¿s temperature had dropped below target temperature. The water temperature has been extremely warm, but the patient did not seem to be warming up. Confirmed they have not received any alerts or alarms, the screen had a yellow message that says marginal or low flow. Confirmed they were using a neonatal pad, current water flow rate (wfr) was 1.5 l/min. Nurse stated that the flow rate has been 1.3-1.5 l/min and has not dropped below 1 l/min. Discussed flow rate and correlation with heater. Explained this was a good flow rate for a neonatal pad. Targeted temperature (tt) was 33.5c, patient temperature (pt) was had dropped to 32.9c, but they turned on the radiant warmer and patient was now 33.5c, water temperature (wt) was 39c. Informed nurse the device was responding appropriately and making extremely warm water to try to warm and keep the patient at target. It appears to be patient related. Discussed counter warming per their protocol. Informed nurse with prolonged warm water exposure, they might start to see this alarm. They recommend more frequent and diligent skin checks. Encouraged nurse to call back with any issues.